Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. High watt/thrombus is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The lvad pump was not returned for evaluation; based on the received information it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient heard an alarm of high watt and was admitted to the hospital same day. The patient started with the blood test (patient's anti-coagulation was controlled), cardiac ultrasound, and started on the anti-coagulation protocol after the log files were sent. It was reported that there was no residual effect on the patient and the patient was discharged after 2 days in the hospital in a good condition after tpa anti-coagulation protocol.